Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip was visibly bent as was reported. The reported event was related to a mechanical issue.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that the 2.25m pedical probe was bent during surgery. They continued with the surgery using a blunt probe and awl pointer. This occurred intra/peri-operatively with no delay to surgical time.